Event description:
It was reported that a post shock behavior was observed on some devices in which inappropriate brady pacing was delivered due to functional undersensing caused by premature ventricular contractions (pvcs). This resulted on the device inducing an arrythmia. No additional information was provided.